Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had been having transient increases in plasma free hgb along with some power spikes. In addition, the patient had highly evident hemolysis that was associated with power spikes. A decision was made to exchange the lvad with another lvad.